Event description:
During troubleshooting for an unrelated alarm, it was reported that the patient became disconnected and fluid was leaking out. The event occurred during drain four on the home choice (hc). The home patient (hp) was connected at the time of the event. The care giver (cg) indicated they had capped off the hp and cycled power. The hc then displayed ¿press go to start.¿ the technical service representative (tsr) advised the cg to contact the registered nurse (rn) of the event and to either continue with manual supplies or start over with all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.